Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor would not power up correctly. The patient was issued a replacement monitor.

Manufacturer narrative:
\Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation resistor r45 and capacitor c4 were open on the c/a board and the 5.4v, -5v, 1.8v and 3.3v power supplies were shorted, which caused the inability to power on. The cause for the open and shorted components was a broken positive lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken lead on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c22. The patient did not require a replacement monitor.